Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of syncope. There appeared to be intermittent ventricular undersensing during the patient's arrhythmias. The right ventricular (rv) lead was removed and replaced. No further patient complications have been reported as a result of this event.